Manufacturer narrative:
Additional information- following explantation, the device was returned for evaluation. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. Additionally, evaluation of (B)(4) found a deposition in the pump outlet stator. Visual inspection did not reveal any breakdown of the braided shield. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the yellow wire approximately 10" from the pump housing. The conductors of the wires were exposed. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage and low speed events. Examination of the pump blood-contacting surfaces found a red and white, tissue-like deposition in the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origin of the deposition could not be conclusively determined. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 11dec2018: it was reported that the patient continued to experience pump stops after the driveline repair on (B)(6) 2018. The patient underwent pump exchange on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device- 1 year, 6 months. The patient remains ongoing with the device. However, the replaced portion of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to a routine clinic visit with low flow alarms. Device interrogation showed speeds in the low 3000's rpm at times (baseline of 9000 rpm). The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed low speed advisories while the vad was attached to the power module. Speed drops were as low as 3880 rpm. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, pump stoppages occurred and an ungrounded power module patient cable was requested. On (B)(6) 2018, an external distal end driveline replacement was performed without issue. Post driveline replacement, the vad was connected to a power module using a regular patient cable with no further alarms. An additional log files submitted for review on (B)(6) 2018 showed no unusual events within the log file. No additional information was provided.